Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure an ophthalmic operating console ran out of nitrogen, displayed a system message and the fluidics was disabled . Patient experienced soft eye . Additional information has been requested. Additional information received clarifying the procedure was completed using another cassette.

Manufacturer narrative:
A service record relevant to the reported complaint was found. Service record (sr) was opened to address the reported event. At the time of this investigation, the sr remains open. Based on the information available, the customer reported event cannot be confirmed. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).